Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), explanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the location of the infection was the implantable neurostimulator (ins) site. Cultures were taken and grew (B)(6). The patient was treated with IV antibiotics and was reported as doing well. There were no plans for re-implantation. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient developed an infection ¿about¿ two weeks after implant and had to have the device removed. It was noted it was removed ¿sometime¿ between (B)(6) 2012. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a pain stimulator removed, not a pain pump. It was noted that the patient never had a pain pump. It was noted that the exact date was unknown.

Manufacturer narrative:
(B)(4).